Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular (lv) lead. Upon further device testing and interrogation, reprogramming around the diaphragmatic stimulation was not possible as the patient still had stimulation very close to the lv threshold in all vectors. The physician opted to turn off the lv pacing and just pace the patient atrioventricular (av) sequentially dddr. The lv lead remains in use. No further patient complications have been reported as a result of this event.